Event description:
It was reported that log files were sent from two system controllers. Log files were reviewed, and the event log from (B)(6) showed that the patient was placed on this system controller on (B)(6) 2025 at 8:30:40. The event file captured 2 instances where power to the mobile power unit (mpu) was briefly interrupted. There was no interruption in pump support during these events. This resulted in alarm types of power cable disconnects, low power hazard & no external power. The date and time of these were listed as (B)(6) 2025 at 9:05:46, and (B)(6) 2025 at 8:39:47. The backup battery (bb) operated the system as expected during the no external power events. The log file showed the driveline was disconnected on (B)(6) 2025 at 8:42:30. The event log file from (B)(6) showed the periodic log file as basically empty. It did capture 1 line of current data and it was normal. The event file showed the patient was placed on this system controller on 21apr2025 at 8:45:02. This file ends on (B)(6) 2025 at 9:38:22. There were no unusual events recorded in the log file event history. Additional information provided that the initial system controller exchange from (B)(6) occurred in clinic because the system controller was eliciting no external power alarms, despite being properly connected to power. (B)(6) was switched to (B)(6) by the patient's caregiver because their mpu became unplugged from the outlet and the appropriate alarm prompted the patient to change the system controller in error. The driveline disconnect found in the log files was associated with the system controller exchange. The patient's mpu had a v-lock connector on the ac power cord, and the ac power cord came loose at the wall outlet. The ac power cord did not come loose from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in service and would not return. There was no need to return the system controllers as they were working appropriately. Their former backup system controller is now their primary and their backup is their former primary.

Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event dates of 19apr2025 ¿ 21apr2025 were reviewed. The log file captured intermittent low voltage hazard and no external power alarms from (B)(6) 2025 at 09:05:46 to (B)(6) 2025 at 08:48:34 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller¿s backup battery supported the system during the losses of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu ac power cord became disconnected from the wall outlet. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 13may2019 heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.